Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak and loss of fluid column in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during device preparation, the hemostasis valve was leaking; if this were to recur in the anatomy, a leak has potential to result in air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), when the guide was in the vertical position for the leak test, the hemostasis valve was leaking and the fluid column was lost. The sgc was not used in the anatomy and there was no patient involvement. There was no clinically significant delay in the intended procedure. No additional information regarding the leak was provided.